Event description:
During routine followup pt evaluated for defibrillator shocks (4). Device evaluated and suggestive of inadequate system requiring revision. Admit for or which took place on 3/27/98. Lead in question appears to have fracture. Left in place and capped (sensing poriton capped only).